Event description:
Inner white portion of bbraun 5 micron filter disk shreds and leaves particulates in vi bag when adding drug. This was replicated by adding drug product into the IV bag through the filter into airspace (instead of IV solution).